Event description:
3) it is reported that the patient faced adhesive issue with two sets on (B)(6) 2026 as infusion set patch did not stick to skin upon insertion which leads to high blood glucose levels and was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.